Manufacturer narrative:
H3: the monitor (product: monitor 9735795 hd m-touch 27in s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was a monitor failure/damage. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Codes d02, b01, c02 apply to the monitor (product: monitor 9735795 hd m-touch 27in s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735765, product ID: 9735795, h6: multiple annex a codes were coded for this event. A05 was coded for the cracked monitor. A0902 was coded for the black screen. A1102 was coded for the no video detected message.h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the screen is cracked. Caller did not know how damaged occurred. The system displayed a black screen. The manufacturer representative (rep) noted the blue led on the power button was illuminated and she heard computer fans, but the screen was black. Technical services (ts) had the rep perform a hard reboot of the system. Upon bootup, the screen displayed a blue alert saying no video detected. Blue led on power button was illuminated. The rep reseated the hdmi cable into back of monitor. Which did not resolve issue. The rep brought in an external monitor and hdmi cable. The rep plugged spare hdmi cable into external video port on side of the navigation system and connected to external monitor. The external monitor displayed black screen. The rep confirmed external monitor was powered on and on correct input. The rep took covers off the system. The rep noted both uninterruptible power supply (ups) and computer had no erroneous light statuses. The rep unplugged system hdmi cable and plugged in spare hdmi cable directly from back of computer into back of monitor. Monitor still displayed no video detected. The rep plugged spare hdmi cable directly into back of computer into back of external monitor. The external monitor remained on a black screen. There was no patient involvement.